Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-oct-2018. The most recent information was received on 15-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy test positive ("delayed positive nickel skin allergy test result") in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On (B)(6)2016, 7 years 7 months after insertion of essure, the patient experienced fatigue ("fatigue"), vertigo ("vertigo"), neck pain ("cervical pain"), arthralgia ("hip pain"), pain in extremity ("right leg pain") and insomnia ("insomnia"). On an unknown date, the patient experienced allergy test positive (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6)2018 essure was removed via hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the allergy test positive had not resolved, the fatigue was resolving and the vertigo, neck pain, arthralgia, pain in extremity and insomnia outcome was unknown. The reporter provided no causality assessment for allergy test positive, arthralgia, fatigue, insomnia, neck pain, pain in extremity and vertigo with essure. Diagnostic results: positive nickel skin allergy test result . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-oct-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 10-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("delayed positive nickel skin allergy test result") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 7 years 7 months after insertion of essure, the patient experienced fatigue ("fatigue"), vertigo ("vertigo"), neck pain ("cervical pain"), arthralgia ("hip pain"), pain in extremity ("right leg pain") and insomnia ("insomnia"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2018 essure was removed via hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals had not resolved, the fatigue was resolving and the vertigo, neck pain, arthralgia, pain in extremity and insomnia outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, fatigue, insomnia, neck pain, pain in extremity and vertigo with essure. Diagnostic results: positive nickel skin allergy test result. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.